Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an unable to calibrate optical sensor alarm. There were no pressure readings present and the arterial line waveform was dampened. The patient was on multiple vasopressors for pressure. They have tried rebooting the console and recalibrating without success. There was a flush connected to the central lumen but the customer stated that the line was clotted. The customer was guided through the steps to transduce a radial arterial line to the console. They were able to zero and an arterial line was present. They were advised that the fiber optic message may be a result of the blood pressure and that they could attempt to use the fiber optic again when the pressure was higher. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an unable to calibrate optical sensor alarm. There were no pressure readings present and the arterial line waveform was dampened. The patient was on multiple vasopressors for pressure. They have tried rebooting the console and recalibrating without success. There was a flush connected to the central lumen but the customer stated that the line was clotted. The customer was guided through the steps to transduce a radial arterial line to the console. They were able to zero and an arterial line was present. They were advised that the fiber optic message may be a result of the blood pressure and that they could attempt to use the fiber optic again when the pressure was higher. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated device available for eval? From "yes" to "no". Additional information was requested from the customer with regard to the return of the intra-aortic balloon catheter. The customer reported that the intra-aortic balloon catheter is no longer available, therefore, we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).